Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync service was not running on the station from alarm notification. A technical support specialist (tss) reviewed the device events and confirmed that there were no entries indicating the data sync service had been running. Tss connected to the station and verified that there was no downtime during the service review. Tss manually restarted the service through the command shell, and there was no downtime during the startup process. The data sync service started successfully, and the station began uploading as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the service cfndatasyncservice had been stopped for more than 5 minutes. However, there were no delays or adverse events or injuries reported based on this event.